Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies found; analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for possible detection of atrial fibrillation (af) with rapid ventricular response (rvr). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.